Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 15.7 mmol/l. Troubleshooting was declined for high blood glucose and under delivery. Customer had insulin flow blocked alarm several times. The insulin pump will not be returned for analysis.